Event description:
A patient was implanted with 2 evoke 12c percutaneous lead - 60cm under sedation for trial, post- operation the patient noticed a new pain in the bottom of the left foot. The patient was assessed by the physician and the anesthetist for neural function and no abnormality detected. The patient was treated with fentanyl which provided some relief however the physician decided to explant the leads due to the newly developed symptoms. The symptoms which were noted post operation were resolved upon removal of leads.